Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals in the right ventricular (rv) channel after the lead was explanted. A port plug was placed in the rv port; however, noisy signals were still present. Technical services (ts) provided potential causes for the noisy signals. The device was reprogrammed to resolve the issue. The device remains in use. No adverse patient effects were reported.